Event description:
It was reported that the customer had low blood glucose of 34 mg/dl; he was treated and was feeling well. It was stated that the belt clip is broken. Customer's father declined to troubleshoot for low blood glucose. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.